Manufacturer narrative:
The reported event of high lead impedances was confirmed. The lead was received complete. Microscopic inspection of the lead revealed all wires were broken at 19.2cm distal to the stimulation end. All channels measured open due to the broken wires.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000120279. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead had the high impedances.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the left lead was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.